Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had delays while medications were pulled. A technical support specialist dialed into the server and followed knowledge article (B)(4) to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ es server had delays while medications were pulled. They pulled a medications, monitored the transaction and watched how long it took to arrive. They noticed it took it about three minutes. They've also noticed delays up to seven minutes. The customer says that it usually takes seconds but they've confirmed its taking minutes but believe it's getting hung up on the pyxis side. Nurses are not able to real-time the administration of medications. There were no adverse events or injuries reported based on this incident.